Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported downstream occlusion which was reproduced. A review of the event history log identified downstream occlusion messages. The cause was determined to be downstream force sensor out of calibration specification range. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed downstream occlusion message. There was no patient involvement. No additional information is available.